Event description:
It was reported that a one-link catheter extension set burst during a contrast injection while using a power injector. Though this was observed during patient use, no patient injury or adverse event is in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.